Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last few months from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).